Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a therapeutic laparoscopic appendectomy, the tissue pad peeled off (turned over) the instrument during cutting. The pad did not fall into the patient. The procedure was completed with a similar model with no surgical delay. The device was inspected prior to use and no abnormalities were noted. No patient harm was reported.